Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 3. Manufacturer email. Additional information was requested, and the following was obtained: the patient was already in a respiratory condition and was paralyzed of the limbs from the decannulation during the first operation. The patient's nerve damage still continues and has not improved. Doctor's comment: the doctor thinks it's not just a problem with the anterior cervical approach. The doctor heard about a case that a patient was paralyzed after lumbar spine surgery about two months ago. In cases where the powder is sprayed over a wide area for fusion surgery does not seem to be a problem, but the doctor thinks that the solidification also makes difficult to remove by washing if it is sprayed into narrow spaces during decompression, whether in the cervical or lumbar it will solidify and be difficult to wash away. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 6. Type of investigation additional information was requested, and the following was obtained: 1. What were current symptoms following the index surgical procedure? Onset date? =the patient's condition is still poor. 2. Please provide specific details how the postoperative course was uneventful. = the postoperative course was not good. Please see the notes; (B)(4); the patient was already in a respiratory condition and was paralyzed of the limbs from the decannulation during the first operation. 3. Has any surgical or medical intervention been performed? = re-operation. 4. What is physician¿s opinion as to the cause of this event? = please see the notes; (B)(4). 5. What is the patient¿s current status? = the patient is follow-up observation. The patient's condition is still poor. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the excess irrigated and removed? 9. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 10. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4) additional information was requested, and the following was obtained: ¿ did the patient have motor function of the limbs after waking up after the first operation? => the patient was already in a respiratory condition and was paralyzed of the limbs from the decannulation during the first operation. ¿ does a new product complaint need to be created to capture the case the doctor heard about, where a patient was paralyzed after lumbar spine surgery about two months ago (reference note a-12874819 - doctor's comment)? => regarding a new complaint, we created as pc-001843507. Where was the surgicel used (on what tissue)? => cervical spine was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? => yes. The following information was requested, but unavailable: ¿ please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure => we couldn't get the information. ¿ what were the diagnosis and indication for the index surgical procedure? => we couldn't get the information. ¿ please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. => we couldn't get the information. ¿ how much surgicel was used during the procedure? => we couldn't get the information. ¿ was the surgicel product left in place? Was the excess irrigated and removed? => we couldn't get the information. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the excess irrigated and removed? 9. What were current symptoms following the index surgical procedure? Onset date? 10. Please provide specific details how the postoperative course was uneventful. 11. Has any surgical or medical intervention been performed? 12. What is physician¿s opinion as to the cause of this event? 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 14. What is the patient¿s current status? 15. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a two interbody fusion hemostasis for anterior cervical approach procedure on (B)(6) 2025 and absorbable hemostat was used. During the procedure the absorbable hemostat was used to stop bleeding at 9am on (B)(6) 2025. The postoperative course was uneventful and re-operation was performed at 7pm on (B)(6) 2025. The residual surgicel powder clot was removed. The patient is hospitalized for follow-up. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: b2, h6. Additional information was requested, and the following was obtained: the patient was hospitalized, but the patient was transferred to a rehabilitation hospital because it became difficult to continue hospitalization and the patient passed away there. Information regarding the cause of death could not be obtained. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) the following information was requested, but unavailable: does the surgeon believe that the patient¿s post-operative event, and death was related to surgicel powder? What was the patient's date of death? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.